Event description:
Patients underwent dialysis catheter placement procedure using glidepath dialysis catheter. It was reported that sometime post a dialysis catheter placement, branch opacification in all trial patients was allegedly noted, to varying degrees. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Patients underwent dialysis catheter placement procedure using glidepath dialysis catheter. It was reported that sometime post a dialysis catheter placement, branch opacification in all trial patients was allegedly noted, to varying degrees. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided and reviewed. The one photo evidence shows the partial view of glidepath path catheter was placed on the patient body. Extension legs were noted to be unclear and opacified. Therefore, the investigation is confirmed for the reported material opacification issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.